Event description:
Health care professional reported a pt had an eroded allergan band that had been implanted approx. Ten years ago by another surgeon.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event and exact implant date. The info has not yet been received by allergan. Based upon the estimated implant date provided by the reporter the connector type is either a taper I or a taper ii. Visual examination my determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Erosion is a surgically/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding the serial number, event date, exact implant date (if known), event details and pt details has been requested. Device labeling addresses the possible outcome of erosion as follows: ¿there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of the electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required.¿ ¿re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases.¿